Event description:
It was reported that the homechoice cassette had a connection issue; further described as "connector of the bag did not connect well with the cassette and it twisted more than usual¿. This issue was observed during setup for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.